Event description:
Pt had minor surgery as an outpt on 6/17/97. Pt was attached to datex engstrom monitor for blood pressure readings during case. Cuff activated approximately 6 times on right upper arm during case. Next day, pt presented with complaints of nerve weakness and wrist drop, right arm. Pt was seen by neurologist who noted radial and ulnar nerve weakness with right wrist drop. Engineer checked machine, found no technical problems with it. This report was already filed under a voluntary medwatch form, but is now being reported under mandatory form due to the nerve injury to the pt.